Event description:
Information was received, from a friend/family member. Regarding a patient (pt), who was implanted with an implantable neurostimulator (ins). The reason for call, was caller reported, patient was in a lot of pain and didn't know how to adjust the therapy. And was wondering, if there were therapy adjustments that could be made remotely. Caller mentioned, patient had a previous implant that could be minor adjusted remotely. Caller added, it didn't feel like the implant is holding a charge. Agent asked caller, if this had been a recent change or has been an ongoing issue, since implant. And caller stated, it had been since time of implant. And slowly deteriorating. Caller stated, the last month the patient had "a lot of issues" to the point, where they couldn't sleep at all. And were in so much pain. Agent reviewed therapy information and general programming guidance with the caller. Caller reported, the therapy was currently on and in group a. And agent walked caller through instruction on changing groups. As well as, increasing and decreasing intensity. Agent reviewed role of rep and reprogramming, if needed. And the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.